Event description:
Complainant alleged that during the incoming inspection of the device, the unit displayed "pacer disabled", "fault 72" and a "poor pad contact" error messages. The complainant indicated that there was no patient involvement in the reported malfunction.